Event description:
It was reported that all monitors were flickering during the medical procedure.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: flickering issues. Probable root cause: cables, connectors, sources, or sinks; capture card, motherboard, power supply; sdc firmware; over-heating (air duct, fans, heat sinks, dust, vents); sdc application software , clarity package; clarity algorithm. Cybersecurity - assets - video input/output, video routing, teleconferencing/calls/video streaming. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that all monitors were flickering during the medical procedure.